Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this implantable pacemaker exhibited noise and oversensing on the right ventricular channel. The patient was hospitalized and the device was evaluated, no other issues were observed. Troubleshooting of the device was performed. Further evaluation of the patient was discussed. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the hospitalization of the patient was not related to the product performance. Additionally, reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited noise and oversensing on the right ventricular channel. The patient was hospitalized and the device was evaluated, no other issues were observed. Troubleshooting of the device was performed. Further evaluation of the patient was discussed. At this time, this device remains in service. No further adverse patient effects were reported.